Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 378 mg/dl. The customer's mother stated that the customer was vomiting, unable to dress himself, acted drunk, and showed signs of thirst and dehydration. He was treated with fluids and an intravenous insulin drip. The caller stated that the insulin pump was taken off upon his admission, and when the hospital workers advised him to continue use of the insulin pump, she reported that the insulin pump alarmed button error alarm. The most recent blood glucose reading was 240 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms. Insulin pump received with cracked case at display window corners and severely scratched lcd window.